Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a single out of range shock impedance measurement. The root cause of the measurement was undetermined. All other measurements remain stable and in clinic testing did not produce noise or any abnormal impedance measurements. This crt-d remains in service. No adverse patient effects were reported.